Event description:
It was reported that this patient received anti-tachycardia pacing (atp) and shock therapy from this cardiac resynchronization therapy defibrillator (crt-d) device. In some instances, the shocks converted the rhythm, which reinitiated again shortly afterward. In other instances, the shocks failed to convert the rhythm. All device measurements were noted to be within normal specification ranges. Boston scientific technical services (ts) indicated the therapy was potentially provided due to an atrial-driven arrhythmia. The healthcare provider agreed with ts that a cardiologist would be required to review the electrograms egms to make a definitive determination about the rhythm. The device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) device was subsequently explanted and replaced for normal battery depletion. The device was returned to boston scientific for analysis. This supplemental report is being filed based on completion of device analysis.